Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of detached introducer needle could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and testing concluded that the applicator is partially deployed with an exposed needle. The housing puck is partially attached to the exposed needle. The cannula and needle are both intact to the applicator body. The reported event of a detached needle was not confirmed. A root cause could not be determined.